Manufacturer narrative:
Corrective actions: an update for the software aycan osirix was created which covers the problem. All users are informed about the problem and the update. (B)(4).

Event description:
When dicom images are visualized with aycan osirix where one dicom file contains image data with areas of different resolution values (e.g. Two areas of different resolution values - which is different to the 'typical' dicom dataset), while doing e.g. Length determination/calculation the software does not recognize more than 1 resolution values per image, which might result in incorrect length etc. Determination/calculation. 'Typical' dicom datasets use only one resolution per image/file and the resolution is consistent throughout the whole series. Images with different resolutions in one file happen to be ultrasound images where, during typical workflow, measurements are usually done directly at the modality during acquisition.